Event description:
It was reported that pump issued altitude alarm 21 while insulin delivery was suspended, even though pump was within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance to clean speaker holes, remove and reconnect cartridge, and wait before resuming insulin; insulin delivery resumed successfully, altitude alarm did not recur during follow-up, and case was closed with no further action required.